Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the provided photos identified an explanted tibial component. The device was covered in bio-debris. No product was returned therefore no further evaluations can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 3 years post-op, the patient was revised due to tibial loosening and pain.

Manufacturer narrative:
(B)(4). D10: 42522100710 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 6-7 - 65034757. Unknown - unknown femoral component - unknown. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.